Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
An olympus endoscopy support specialist (ess) visited the customer on august 10, 2023, to perform an in-service for the sterile processing department in conjunction with the in-service conducted for the endoscopy department for the evis exera iii duodenovideoscope. Prior to the start of leak testing, while conducting a pre-check for the mu-1 maintenance unit and the mb-155 leakage tester, a large amount of water came out of the mb-155 leakage tester. Ess informed the customer that a hands-on in-service with the leakage tester would not be able to be conducted. Ess asked the customer if they had another tester that they could use and stated that they currently did not have one but would order a new replacement. In addition, the customer stated that in the meantime, for scopes that have to be reprocessed, they will borrow a leakage tester from another department to leak test scopes until the new tester is received. Ess conducted a dry-run demonstration in service, utilizing the scope without wetting it. The customer stated that would be fine and will contact olympus to reschedule a hands-on in-service once they receive the new leakage tester. Ess informed the customer they should not use the water-soaked mb-155: leakage tester until a new one is acquired, and if they are unable to borrow an mb-155: leakage tester and they have to use the current leak tester, they must completely dry the tester internally and inspect the tester prior to use. The customer stated that they would dry the current leakage tester and use it as a backup. No patient infections or injuries were reported.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.